Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. The caller reported that if the patient turned off their stimulation, when they turned it back on it gave them a jolt. The caller reported that the patient's settings were turned up fairly high. The caller reported that this was first noticed several years ago. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The stimulator accidentally got turned off and they were turned up so high that there was an electrical jolt when it was turned back on. The steps taken to resolve the issue was to have the neurologist gradually turn it up over an hour. The issue remained unresolved. The patient weight was updated. No further complications were reported as a result of this event.